Manufacturer narrative:
(B)(4). Date sent: 3/7/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned partially fired 2/3 with the pan dislodged and missing. In addition, some drivers were missing making the reload non-functional. No functional test was performed due the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the pulmonary segmentectomy surgery, to continue the surgery, during the surgery, could not fire farther after fired a little on the 6th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.